Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off multiple times. On (B)(6) 2016 the pump shut off and the customer was able to connect the pump to a power source and the pump turned back on. While attempting to load a cartridge onto the pump a malfunction alarm occurred. Customer reported blood glucose level was 115 (mg/dl). Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.